Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Philips healthcare received a complaint from a customer stating that the end of the cable was burned. No further information was provided. There was no reported patient impact.